Event description:
It was reported that the 8100 lvp had damaged/corroded/contaminated iui connectors. No products available for investigation. This issue was observed by bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the 8100 lvp had damaged/corroded/contaminated iui connectors. No products available for investigation. This issue was observed by bd representative during site visit. There was no patient involvement.